Event description:
It was reported the pt was hospitalized after being implanted. It was also reported she had not recharged the ipg in over 5 months. As a result, the pt lost stimulation and the charger was unable to communicate with the ipg. The ipg was explanted and replaced. Stimulation was regained post-op.

Manufacturer narrative:
Eval results: as received, the ipg was non-responsive. The can was cut open for inspection of the internal battery. The battery was in good condition and did not show signs of leaking. Per product labeling, if a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.